Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the platform performed as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of multiple ua07 (discrepancy between load 1 and load 2 too large) error message on the reported complaint date. The load sensing system has detected a weight or load imbalance between the two load cells, checked during power-on-self-test. The probable cause for the ua07 error was due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. Load cell characterization test indicated both cell modules are functioning within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, the autopulse platform will be further tested to full specification.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after performing compressions for about 17 minutes. The user power cycled the platform, however, the platform displayed ua07 error message again after performing compressions for about 2 minutes and powered off by itself. Immediately the crew reverted to manual CPR. The patient was male, (B)(6) and weighed (B)(6). No known impact or consequence to patient information was provided.